Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, a patient experienced heavy contact on the anterior teeth and very minimal posterior occlusion. Patient requires a 14-18 month in-office treatment to correct bite.